Event description:
Reportable based on device analysis completed on 28sep2023. An ekos+ endovascular device was returned to the complaint investigation site without an associated complaint. Device analysis revealed that the coolant and drug luers were cracked and leaking. Based on the condition of the returned device, the device was used during a procedure. No further information was available.

Manufacturer narrative:
B3: date of event: as the date the device was used was not reported to boston scientific, the aware date was used to estimate the event date. Device analysis: the ekos+ endovascular device was returned to the complaint investigation site. Microscopic visual inspection of the infusion catheter (ic) showed cracking on the coolant and drug port luers. The device was tested for leaking, and it was noticed that the device leaked water from the coolant and drug port luers, where the cracking was present.